Manufacturer narrative:
This report is being filed to correct the initial reporter address.

Event description:
It was reported that during the procedure when testing the right ventricular (rv) lead high pace impedance measurement were seen. A new rv lead was thus used and when connecting the new lead to the same device normal values were seen. This rv lead was expected for return. No adverse patient effects were reported.

Event description:
It was reported that during the procedure when testing the right ventricular (rv) lead high pace impedance measurement were seen. A new rv lead was thus used and when connecting the new lead to the same device normal values were seen. This rv lead was expected for return. No adverse patient effects were reported.

Event description:
It was reported that during the procedure when testing the right ventricular (rv) lead high pace impedance measurement were seen. A new rv lead was thus used and when connecting the new lead to the same device normal values were seen. This rv lead was expected for return. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of pacing impedance high was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.